Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. After the sheath was inserted into the patient and the sheath dilator was removed, the hemostatic valve leaked. They were unable to confirm the cause of the leak. The sheath was exchanged and the issue was resolved. The case continued without any further incident. It was not known if the hemostatic valve broke into two or more pieces. The hemostatic valve did not detach from the sheath. The hub appeared to be intact, but the valve was leaking. They could not confirm the cause of the leak (i.e. Valve separation vs missing component, etc). The blood return observed was not excessive. Air did not enter into the patient¿s body. The issue did not require intervention. The carto 3 system was working per specifications. They stated that the sheath has been determined to be the root cause of the product complaint. The reported issue was assessed as a reportable MDR hemostatic static valve issue.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially the issue was assessed as a hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for analysis on 9/16/2020. It was observed on 9/17/2020 that the device was returned in the condition reported as the hemostatic valve dislodged inside of the hub. This issue remains assessed as MDR reportable. The device evaluation was completed on 9/18/2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. After the sheath was inserted into the patient and the sheath dilator was removed, the hemostatic valve leaked. They were unable to confirm the cause of the leak. The sheath was exchanged and the issue was resolved. The case continued without any further incident. It was not known if the hemostatic valve broke into two or more pieces. The hemostatic valve did not detach from the sheath. The hub appeared to be intact, but the valve was leaking. They could not confirm the cause of the leak (i.e. Valve separation vs missing component, etc). The blood return observed was not excessive. Air did not enter into the patient¿s body. The issue did not require intervention. A visual inspection was performed and it was found that the hemostatic valve ws dislodged inside of the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath, for this reason. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).